Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024. Additional suspect medical device component involved in the event: model number/catalog number: sc-2158-70 serial number: (B)(6). Batch/lot number: 14215999 model/catalog description: linear lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg) and difficulty connecting to the remote control after she got a magnetic resonance imaging (MRI). The right lead had a high impedance. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.